Manufacturer narrative:
Section 'device' information references the main component of the system and other applicable components are: product ID: 3387s-40, lot# va14u9f, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the surgeon told the patient their right lead was failing. The patient wasn't there to say that or interpret the x-rays. They didn't know the current status of the device either. There was no change to device programming and were unable to say if there was a change in their activity level. They now have two lead wires and saw a doctor for their initial ¿tune-up.¿ they had two more sessions to fine tune their device.

Manufacturer narrative:
Other applicable components are: product ID 3387s-40 lot# va14u9f, product type: lead. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 17-dec-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a revision initially stating ¿the first one was failing¿ so they had it replaced. The patient clarified that their first ins was for their right side, but they needed therapy to their left side. The patient stated that the right lead wire was ¿failing¿ so they replaced it (B)(6) 2019.